Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose level at the time of the incident was 180 mg/dl. During troubleshooting, the customer was unable to get the display to return. Customer was shipped a replacement battery cap. During a follow up call, the customer reported that the insulin pump's display was intermittently blank after installing a replacement battery cap. Blood glucose level at the time of the incident was 320 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self -test and error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no blank or black display and audio/beep anomaly noted. Pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.